Manufacturer narrative:
Procode: fqh (lavage, jet) and fro (dressing, wound, drug). --- no photos or samples were received for evaluation. A device history record could not be evaluated as the lot number is unknown. A CAPA has been opened for this issue. An in-depth investigation as part of that CAPA has been performed to identify the cause of the surgiphor bottle cracking during use. At this time this investigation discovered that the combination of the following variables are probable causes that contribute to the failure mode of surgiphor containers cracking during use: aging, bottle wall thickness/bottle weight, inspected product returned into the manufacturing lot, and upper end of the gamma sterilization dosages of the product. A follow-up will be sent if additional information is received. Device not returned.

Event description:
It was reported that a couple surgiphor bottles broke at the seam